Event description:
Caller reported a malfunction on the pump, which resulted in the pump screen going dark and not turning on. The customer's blood glucose level was impacted, reaching 530 mg/dl, which exceeded the normal range. To address the high blood glucose, the customer administered a correction injection using mdi (multiple daily injections). The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.